Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found one haptic is torn from the optic and is missing. The optic is cut or torn in three places. The surface of the lens optic has an orange peel appearance and is cloudy-white. The fluid in the specimen cup in which the lens was returned has a foul smell and is cloudy too. The lm and sem micrographs observed some surface deposits but not the scale that is normally observed on opacified lenses. Elemental (eds) analysis detected carbon (c), oxygen (o), nitrogen (n) and silicon (si). The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
An opaque mass adhered to optic in visual axis 18 days after first lens surgery. The patient outcome is excellent after lens exchanged.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced with a 3 piece iol after 4 months due to substance on lens that "feels like peanut butter".

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the one haptic torn from the optic and is missing. The optic is cut or torn in three places. Particulates are visible on the lens. The optic is cloud white. The surface of the lens optic has an orange peel appearance. The fluid in the specimen cup has a foul smell and is cloudy too. The lm and sem micrographs observed some surface deposits but not the scale that is normally observed on opacified lenses. Elemental (eds) analysis detected carbon (c), oxygen (o), nitrogen (n) and silicon (si) but no calcium (ca) or phosphorus (p); therefore calcification was not confirmed in the lab report. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The product evaluation could not verify the failure mode. Based on the current information, the root cause of the event could not be conclusively determined.